Event description:
It was reported that during the unruptured aneurysm procedure, when the subject stent was delivered to the target site it slipped inside the microcatheter and only the delivery wire was able to come out of the microcatheter. The delivery wire of the subject stent was not moving when it was pulled so it was retrieved along with the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the unruptured aneurysm procedure, when the subject stent was delivered to the target site it slipped inside the microcatheter and only the delivery wire was able to come out of the microcatheter. The delivery wire of the subject stent was not moving when it was pulled so it was retrieved along with the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the unruptured aneurysm procedure, when the subject stent was delivered to the target site it slipped inside the microcatheter and only the delivery wire was able to come out of the microcatheter. The delivery wire of the subject stent was not moving when it was pulled so it was retrieved along with the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection, the stent delivery wire was seen to be kinked. The stent was deployed and not returned. There was no introducer sheath returned. Functional testing was not carried out as the stent was deployed and not returned. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event pf stent deployed prematurely during use and stent delivery wire friction could not be confirmed during the analysis. However, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Addition information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. An initial flush was set up and confirmed and continuous flush was also set up and maintained throughout the clinical procedure. It was reported that 'atlas slipped inside the microcatheter and only the delivery wire of atlas came out of the tip of the microcatheter'. It was further noted in the follow-up gfe questions that no resistance was felt at the hub of the catheter (when transferring the stent). Finally, although the gfe questions indicate that the introducer sheath was correctly positioned and the rhv was adjusted correctly to prevent sheath movement after insertion, it is unknown if the rhv was opened sufficiently to allow passage of the atlas stent through without causing damage. The stent and the introducer sheath were not returned for analysis. The stent delivery wire was returned and was kinked/bent. The as reported event of the stent deployed prematurely during use and stent delivery wire friction as well as the as analyzed event of the stent delivery wire kinked/bent will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.